Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. In addition, it was reported that the battery was rapidly depleting resulting in the pump shutting down. The customer's blood glucose was between 280-300 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.